Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to a percutaneous interventional procedure for aortic stenosis. Reportedly, the proglide deployed successfully. The lever was closed successfully to retract the foot of the proglide; however, when attempting to remove the proglide, it became stuck in soft tissue. A "nick and spread" was performed to widen the hole and the proglide device was able to be removed successfully. There was no tissue damage noted. The sutures of a new proglide device were successfully pre-placed. The sheath was upsized to an 8f and the interventional procedure was completed. As the hole was not larger than 8.5f, only one proglide device was needed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.